Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the wear and of the frayed insulation within the extension is unknown but may have something to do with the age of the extension; it was implanted in 2002. A surgery is planned to occur in the future to replace the lead only if the patient will need MRI compatible leads. The extension may also get replaced at that time but that has not yet been decided. The surgery has not yet been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during a battery replacement surgery on (B)(6) 2017, it was noted that there was some wear and fraying on the insulation around the wires within the extension. The impedances were checked on the new battery once the existing lead, extension, and pocket adaptor were connected and they were found to be within normal range. It was reported that coverage of the pain area was good. It was reported that the lead would be replaced at a future date, but the surgery was not yet scheduled. No symptoms or complications were reported.